Event description:
It was reported that the colonovideoscope had image disturbance observed. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed, the image is grainy. Based on the results of the investigation, it is presumed the likely cause of the following led to the grainy image from failure of the charged coupled device due to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.